Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. Customer stated that after the swim they noticed liquid under the screen and had smoke caused difficulty in reading what ever was written on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted. However, light moisture damage was noted on electronic assemblies. The following were noted during visual inspection: scratched case, pillowing keypad overlay and missing display window cover. The p-cap does lock properly.